Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was recently hospitalized due to diabetic ketoacidosis and a blood glucose level of 575 mg/dl. The caller reported that the customer was vomiting and dehydrated. Caller also stated that the insulin pump had a failed battery test and an off/no power alert. The insulin pump was not replaced or returned for analysis.